Event description:
It was reported that the customer had an alarm on the insulin pump. Customer's blood glucose level was 456 mg/dl. Customer stated that his wife called emergency medical services on (B)(6) 2014 for low blood glucose levels. Customer's blood glucose level was 28 mg/dl at the time of the event. Customer was admitted as inpatient for medical treatment. Customer stated that the cause of the low blood glucose level was that he may have over bolused for the high blood glucose level of 512 mg/dl and he was working in the yard on the lawn. Customer was advised to speak with his health care professional regarding the low blood glucose levels. Customer was also advised to monitor the insulin pump. Customer wanted to discuss his low reservoir warning. Customer ran displacement test and the pump passed. Customer stated that he will monitor the pump and call back if further assistance is needed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.